Manufacturer narrative:
The customer¿s report of the top connection (presuming upper fitment of silicone segment) of the tubing separated was confirmed. Visual inspection of the set noted that the silicone segment was separated from the upper fitment. Further visual inspection of the silicone segment did observe retainer ring indentations on the tubing. No crush marks were observed on the upper fitment. Examination under magnification observed a mark around the upper fitment tip which showed that the silicone segment did not reach the top of the upper fitment generating a significant gap between silicone and fitment. Functional testing was unable to be performed due to the silicone segment and upper fitment separation. Dimensional testing was performed and the silicone segment tubing was measured to be within specification. The cause of the separation was determined to be a significant gap between the silicone segment and upper fitment, larger than allowed according with manufacturing procedure. The root cause of the gap was identified as some manufacturing pump segment assembly machines with a mark or tape on the sensors causing them not to detect an incorrectly positioned retainer ring.

Event description:
It was reported that the patient was undergoing a trans esophageal echo (tee) procedure with normal saline as a carrier fluid at 100ml/hr. The rn stated that when administrating either "fentanyl or versed" IV push via the injection ports above the unit , the user noted the top connection (presuming upper fitment of silicone segment ) of the tubing separated. The customer confirmed that there was no patient harm

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing separated at an unspecified location when attempting to administer an IV push "via the injection ports above the unit ". The customer stated that there was no patient harm reported.